Event description:
Nurse noticed the tubing leaking at the same connection site at the green cuff, where the clear tubing initially meets the cuff site. Oxygen was leaking profusely from that site and the tubing was replaced with a new set.